Event description:
It was later reported that the pump was used to infuse morphine. The entire catheter was replaced on (B)(6) 2014.

Event description:
It was reported that there was catheter issue. The patient¿s physician performed a dye study on (B)(6) 2014. The dye study determined either the catheter migrated out of the intrathecal space or there was a leak due to a lumbar puncture the week earlier. The location of the catheter issue was the distal segment. The actions required as a result of the event included replacement. It was unknown if the patient had symptoms or complications as a result of the event. The pump was used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter, serial number (B)(4) found catheter sc connector tear in seal near guide ring. Analysis of the catheter, serial number (B)(4) found dried drug, blood, or foreign material occlusion on the catheter body. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).